Event description:
It was reported that there was an issue with the product gn200 - lektrafuse hf generator bipolar. According to the complaint description, there was coagulation failure. While using the product for the first time, it was noted to make a "buzzing noise". Laparoscopic surgery could not be accomplished with the device, so the procedure was transitioned to laparotomy. An additional medical intervention was required. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Further details were not provided. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: d9 - product return, h3 - yes, evaluation, h6 - codes updated. Investigation results: the product was sent to the manufacturing department for technical analysis. During the investigation, it was found that the mode button was glowing blue all the time. Normally, the mode button should only light up during activation. No other deviations were detected. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, additional medical intervention. Conclusion/preventive measures: the exact root cause cannot be determined. The product is within the warranty period. The results show no hints for a product or manufacturing error. Based upon the investigation results, a CAPA is not necessary.